Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the ins was replaced.

Manufacturer narrative:
Analysis of the ins (s/n: (B)(4)) found electrical damage to the hybrid circuit of the ins consistent with electrical over-stress or electro-static discharge. Fdc pertains to the ins (s/n: (B)(4)). Fdm and fdr pertain to the ins (s/n: (B)(4)). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the there was a charging problem with the ins. It was reported that the ins was implanted in (B)(6) 2019. The ins replacement surgery had not been scheduled yet. The patient's pain was still present because the ins didn't charge anymore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there were some difficulties to communicate with the ins. To solve the issue the manufacturer representative tried several times to recharge the ins but the communication could not be established. They also disabled and tried to re-enable the ins, but did not help. A new patient programmer and recharger were tried, but the communication issue was not solved. The patient was due for an x-ray to check the position of the ins. Additional information was received reporting that a replacement of the ins was planned. No further complications were reported or anticipated.